Event description:
Info rec'd indicates the casters are not locking into brake at the foot end of the stretcher.

Manufacturer narrative:
The tech found a weld broken on the rocker arm that rotates the hex rod to lock the brake. The tech replaced the rocker arms on the head and foot ends to repair the stretcher.